Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# v955999, implanted: (B)(6) 2012, product type: lead. Product ID: 3487a-33, lot# v955999, implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), product type:lead. Product ID: 3708240, serial# (B)(4), product type: extension. (B)(4)

Event description:
The consumer reported that his lower disk collapsed on the sciatic nerve and the healthcare professional (hcp) removed the implant as the hcp felt that the patient no longer needed the implant. The patient stated that the disk issues had been going on prior to having the spinal cord stimulator and he had four surgeries for his back. The indications for use were non-malignant pain and failed back syndrome-other. No device issues or patient symptoms reported. If additional information is received a follow-up report will be sent.